Manufacturer narrative:
D4: model, catalog, serial, UDI number unavailable. G4: 510k number unavailable. H3: device not received by manufacturer. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was admitted to the hospital due to a bolus of intravenous (IV) remodulin as they were trying to restart the pump. It was stated that the pump shut off during use and had to be restarted. The patient experienced speech ¿came out slowly¿, lightheadedness, dizziness, lethargic sounding, vomiting, and headache. An ambulance arrived and the patient was given IV fluids at which time her arm became swollen, subsequently becoming a staphylococcus infection as a result of the IV given by the paramedics. The patient had to use oxygen while admitted to the hospital. The patient was discharged, the central line was pulled out, and the patient was to be sent home with unspecified antibiotics. The patient was taken off IV remodulin and transitioned to another therapy. The pump delivered IV remodulin 1mg/ml at a continuous rate of 20.2ng/kg/min.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the battery door becoming detached or loose, causing the batteries to not be properly secured which can result in the device losing power; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.